Event description:
It was reported that following an unrelated shoulder procedure, a high, out-of-range (>200 ohms) were observed from the non-boston scientific right ventricular (rv) lead. Technical services was contacted and recommended in-clinic provocative maneuvers and diagnostic imaging to assess the system connection and rv lead integrity. At this time, the system remains implanted and no adverse patient effects were reported.